Manufacturer narrative:
The reported suturefix ultra ahr s intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the fork tines broke off during insertion of the anchor. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: use of excessive force during insertion. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. The patient impact beyond possible micro motion and/or migration, local irritation/discomfort, and probable MRI restrictions due to the left behind metal within the patient cannot be determined. It has not been communicated if a revision surgery will take place to correct the retained component.a review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.)two photos of the product have been attached as well as two x-rays. The images provided do not demonstrate a foreign particle. The location cannot be concluded or its impact to the subject. The root cause of the device malfunction was possible user error along with the extensive wear of the anchor. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions due to the left behind metal within the patient cannot be determined. It has not been communicated if a revision surgery will take place to correct the retained component.

Event description:
It was reported that, during a bony bankart surgery, after deploying the anchor, it was found that the fork-like structure, at the tip of the inserter, was missing. The procedure was successfully completed with the same device. No significant delay or patient injury was reported.